Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was alleged of under delivery. Blood glucose level at the time of the incident was 235 mg/dl. Customer stated they were extremely tired. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using insulin pump bolus. Customer stated that she changed the settings of the insulin pump since she was going high. The insulin pump will be returned and reservoir would not be returned for analysis.